Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by london implant retrieval centre (lirc). If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a revision procedure was performed due to crank shafting. During a review of investigation findings from lirc it was identified that the rod had minor surface wear, galling, scratching, discoloration, and minor mechanical damage. Additionally, force testing was not performed as it was impossible to distract the rod. No patient harm was reported.